Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her sure step enhanced meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient since she could not be reached by phone on two different days at different times. The following information was provided during the initial call to lfs: in 2006, the pt obtained a result of 100 mg/dl on the reported meter. After testing with the meter, pt passed out. The time difference between the meter test and the pt passing out was not provided. Emergency service was called. A result of 73 mg/dl was obtained on a health care professional meter. The pt was treated with IV glucose. No information was provided regarding the pt's diabetes treatment regimen, patient actions, or meter results obtained prior to the above noted incident. The customer care advocate (cca) discovered that the test strips were expired (expiration date: 3/2004). The pt also used incorrect technique in cleaning the puncture area. The meter, test strips, and control solution were replaced. The complaint is being reported because the pt had passed out and was treated with glucose after testing and receiving a normal blood glucose result on the meter.